Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth necrosis.

Event description:
The customer reported "the aligners caused her teeth to bruise and she has to do rct". Medical intervention could be required, and root canal could be performed. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).